Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-02-17 reporting that the patient had 2 implants put in their back after a bad back surgery which messed the nerve in their legs. The implant performed in 2008 got infected and the patient had to stay in the hospital for 3 days. The second implant was performed in 2009.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-03-23. The patient reported that the system that explanted due to infection was implanted to cover the back pain, so the back pain was pre-existing. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient¿s previous implantable neurostimulator was removed due to infection.